Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, a complete lead was returned in one piece with the helix retracted and clogged with blood. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external insulation abrasion that breached the optim sheath with intact silicone insulation beneath at the proximal region. The cause of external insulation abrasion is consistent with friction to the device can. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.